Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and inspected the unit. The patient circuit, below and water trap were full of water. The unit was tested with a customer supplied patient circuit, blender and humidifier on customer settings and it operated with no alarms and maintained pressurization. The unit was tested using fsr circuit, air and o2 (oxygen) hose. It passed the patient circuit calibration and performance test. Inspected the pressure transducer calibration and the unit was in specification, however calibration was performed to exact value of the external reference meter. All pneumatic pressures with the external reference meter were verified . Alarm function checkout was performed and the unit passed. No issues could be found with the unit's function. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the device was on a patient when the mean airway pressure went to zero on the 3100 a ventilator. The customer reported they swapped the device. The customer reported there was no patient harm associated with the reported event.